Event description:
It was reported that the user experienced hyperglycemia after running out of insulin overnight, awoke with glucose reading as ¿high¿ on the ilet and a fingerstick of 600 mg/dl, performed a full supply change, and subsequently replaced a dexcom g7 sensor after receiving a replace-sensor alert; the user briefly stopped a sensor in an attempt to correct readings and then paired a new sensor with agent assistance, after which another complete supply change was completed at the user¿s request and insulin delivery was resumed as intended. Symptoms included fatigue and dry mouth. Outcomes included prolonged elevated glucose for approximately nine hours, with glucose trending down to 371 mg/dl after interventions, no need for external assistance, and no medical intervention or hospitalization. Investigation included device history and technical support troubleshooting with user education regarding sensor operation and proper procedures. Investigation of this case revealed user-performed sensor stop that required a new sensor and successful re-pairing and warm-up, with subsequent dosing resumption and downward glucose trend, and no device malfunction confirmed. It was concluded that hyperglycemia occurred with cause unclear, insulin delivery resumed, and the system operated as intended after supply and sensor replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.